Manufacturer narrative:
Although requested, device was not returned for evaluation. A review of the device history record (DHR), did not find any anomalies or non-conformities related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of the reported event could not be determined.

Event description:
Reportedly, lens was explanted thirteen months post cataract surgery in the right eye and was exchanged with another model lens due to asymmetric vaulting. Patient had blurry vision post-op. Posterior capsule opacification and capsular fibrosis/straie were observed. In the surgeon's opinion, the likely cause of this event is capsular fibrosis. Outcome of the lens exchange is good.